Manufacturer narrative:
Other text: this MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed the device's eyelets were torn completely through. Customers reported issue was confirmed a damaged eyelet can result in decannulation of the tracheostomy tube. It is recommended that the provided smiths medical twill tape be used to secure the neck flange. The root cause of the reported issue was determined to have been caused by the user. Actions taken to mitigate the reported issue: no actions were taken. Additional information provided in b1, b5, d10, g4, h3, h6.

Manufacturer narrative:
Evaluation results: per the customized dfu (pkg-dfu-cfx-2) warning statement in section 4.10 "guard against product damage by avoiding contact with sharp edges. Some tracheostomy tube holders contain velcro or metal clips which may have sharp edges. These sharp edges can come into contact with the eyelets and compromise the product integrity. A damaged eyelet can result in decannulation of the tracheostomy tube. Smiths medical recommends using the twill tape holder supplied with the product." The product is 100% inspected after manufacturing, prior to shipping to the customer.

Event description:
It was reported the flange of the tracheostomy (trach) tube was torn. Subsequently, a trach change out was required. No adverse patient effects were reported.